Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that line broke during chemotherapy infusion. (B)(6) 2023 additional information event did not involve any urgent/life threatening medication situation. Port tubing broken at the distal end just above clave connection. Blood backed up into tubing and onto bed. This caused significant distress for this child and their parents. Also distressed by being de-accessed and then re-accessed. No meds infusing at the moment.